Event description:
It was reported that the pt had a previous revision surgery (B)(6) 2006 and he continued to have extreme pain that led to another revision on (B)(6) 2008. Since (B)(6) 2008, he continues to experience pain in his left knee and walks with a limp. Pt states that his left knee also pops and snaps.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.